Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 168mg/dl but the sensor glucose value was 56mg/dl. Customer's blood glucose value at the time of incident was 142mg/dl. Customer tested and they were in the range of 40mg/dl after taking something and the meter was wrong it said they were fine. Blood glucose value from reported event was 163 mg/dl. Sensor glucose value from reported event was 56mg/dl. Blood glucose value at bed was 168mg/dl. Customer woke up with blood glucose value was 194mg/dl with sensor glucose value was 86mg/dl. Customer treated the lows with carbs. Customer declined to troubleshoot for high and low blood glucose values. Insulin pump will not be returned for analysis.